Manufacturer narrative:
The company rep examined the system and was not able to replicate the customer reported event. Preventative maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A nurse reported that a system message indicating the proportional reflux mode was unavailable, displayed during a procedure and could not be cleared. The nurse verified that the procedure was able to be completed with the same system, but was unsure of what the surgeon did to complete the case. There was no pt harm reported.